Event description:
It was reported that multiple vf episodes were recorded due to oversensing noise. In all cases, the therapies were aborted during charging. Noise could not be reproduced with isometrics, pocket manipulation and deep breathing. It was noted that the patient uses a CPAP machine which was suspected to be causing the noise episodes. The device was reprogrammed. The lead remains implanted.